Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. An in vivo distal fracture was found.

Event description:
It was reported that the lead was returned to the manufacturer and, subsequently, tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.